Event description:
The customer reported erroneous differentials test results were obtained for five pt samples when using the coulter act 5diff cap pierce (cp). Three of these pts the erroneous test results were reported out of the lab (printouts provided). The samples were repeated and a corrected report was sent out of the lab. The other two additional pts recovered high basophils; however the manual differential (considered correct result) was reported out of the lab instead (printouts were not provided). There were no reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Controls were run before the incident and recovered within range. The customer checked the cap and seal of the act 5 diff wbc lyse bottle for cracks; however, they appeared to be intact. The lyse was replaced and the issue was reported resolved. Service was not dispatched for this event. Root cause could not be determined based on available info. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.